Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that while taking a walk, their blood glucose (bg) levels dropped, and they subsequently lost consciousness. Emergency medical services (ems) were contacted, and the patient was transported to the hospital via ambulance. At the hospital, the patient was treated with glucose administered through an intravenous (IV) drip. The patient was released six hours later. The patient no longer has possession of the pod, as it was removed in the ambulance.